Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report that the patient's monitor was reporting check belt messages. After troubleshooting, the patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (check belt alarms) was confirmed. Upon investigation it was discovered that resistor r781 on the monitor ca board was open, causing a failure of the monitor's driven ground circuitry. The driven ground failure caused the monitor's check belt alarms. The root cause for the open resistor could not be positively identified. However, the patient had a cardioversion therapy prior to the alleged deficiency. The external defibrillation applied while the patient was wearing the lifevest could have caused driven ground to short, resulting in the open r781 resistor. No adverse event resulted from the defective monitor. The patient received a replacement monitor.